Event description:
It was reported that the customer had a no delivery alarm while filling the tubing. Customer's blood glucose level was 180 mg/dl at the time of the incident. Customer was advised to replace the plunger and manually push the plunger very slowly. Customer stated that the insulin did not exit. Customer pulled the plunger rod out the back and emptied it out. Customer will return the reservoir and infusion set. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.